Event description:
It was reported that the unit was sent for maintenance and needed repair for damaged machine head, worn screws, damaged control bar, and damaged width plates. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). D10: 00880200200 2" width plate sn: unk 00880200300 3' width plate sn: unk 00880200100 1" width plate sn: unk 00880200400 4" width plate sn: unk the device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.